Event description:
It was reported that the patient fell and hit the ins and her tailbone on some ice in (B)(6) 2010. Following the fall the patient experienced a burning sensation that eventually resolved with reprogramming, however the patient continued to experience pain and tenderness over the ins location. It was noted that the patient had facet joint syndrome and had been treated with cortisone shots to clear up the back pain, but the ins pain still existed. It was later reported that the patient continued to experience pain and aching in the pocket site. The condition was relieved when she reduced her level of stimulation from 1.7v to 1.3v or 1.4v, however, this caused her frequency symptoms to come back. It was noted that the device was not moving, but it "pooched out" a little bit. The patient was not sure if the pain was present prior to 2010 fall previously mentioned. At a later appointment the patient's hcp told her that he saw "three that stood out". The patient was not sure what that meant. It was noted that the patient fell last week after the appointment and tore muscles in her groin. The patient had another appointment with her hcp scheduled. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v471213, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).